Event description:
It was reported that the patient was admitted to the hospital for pneumonia. Telemetry was not able to be established with the device and there was no pacing with application of the magnet. It was noted the patient had last been seen in the device clinic three months prior and the estimated time to recommended replacement time (rrt) was fourteen months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant product : 4092 implantable pacing lead (B)(6) 2002. (B)(4).